Event description:
It was reported during a rotator cuff repair the needle broke off and fell into the joint. This occurred as the surgeon was passing the suture through the tissue to tie off knot. The needle was retrieved, but the surgery was extended more than 30 minutes to search for the broken piece. This device is used for treatment.

Manufacturer narrative:
The device was not returned, customer complaint can not be verified. DHR review revealed nothing relevant to this event. The cause of this event can not be determined without device evaluation.